Event description:
It was reported that an 840 ventilator had an oxygen sensor that was out of range. The ventilator was not in use on a patient at the time of the reported event. A third party service provider inspected the device and replaced the oxygen sensor from the customer's stock. The unit passed all testing and operates within the manufacturing specifications

Event description:
It was reported that an 840 ventilator had an oxygen sensor that was out of range. At this time, it is unknown if there was patient involvement. A third party provider inspected the device and found the oxygen sensor to be faulty. To address the issue, the oxygen sensor was to be replaced. Medtronic/covidien was not authorized to service the device.